Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an extension set leak is inconclusive due to poor sample condition. One video sample of a perqcath catheter was provided for evaluation. The catheter is shown within patient use. The clinician is holding the luer adapter from the t-lock extension set. The presence of damage or cracks on the luer adapter or tubing could not be clearly determined from the video provided. The condition of the device prior to kit opening is unknown. Based on the information provided, possible contributing factors include damage during storage, handling, or over-tightening. Since the presence of damage could not be clearly observed on the device, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after the placement of the catheter was completed, the operator found the extension tubing was damaged when flushing and closing the catheter. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq1012 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the placement of the catheter was completed, the operator found the extension tubing was damaged when flushing and closing the catheter. No other information was provided.